Manufacturer narrative:
Synergy ii us mr 4.00 x 32mm stent delivery system (sds) was returned for analysis without a stent. The balloon was reviewed. There was no stent on the balloon. The balloon folds were open and it appeared that the balloon had been inflated and deflated. There appeared to be blood in balloon it is most likely the blood entered the balloon when the shaft polymer extrusion broke inside the patient. A visual and tactile examination of the hypotube found multiple hypotube kinks. A visual and tactile examination of the shaft polymer extrusion revealed a break in shaft polymer extrusion at the port bond, 272mm proximal to distal edge of tip. The corewire was exposed. There appeared to be blood in shaft polymer extrusion, it is most likely the blood entered the extrusion when the shaft polymer extrusion broke inside the patient. A visual and microscopic examination found damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was further reported that the stent was implanted and the event happened upon removal of the stent delivery system from the patient.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in a coronary artery. A 4.00 x 32mm synergy ii drug-eluting stent was advanced to treat the lesion. However, it was noted that shaft broke at the guide wire exit port. The device was removed along with the guide catheter and guide wire as one unit. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was fine.